Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device, the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed, that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received, indicating that there was no patient involvement.

Event description:
Information received on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120. Report indicated " key stuck alarm constant, pump stops working." No patient adverse events were reported.